Event description:
After review of medical records, it was reported that the on (B)(6) 2009 debridement with liner and head exchange at newton wellesley hospital. Cultures reveal poly bacterial infection mainly with propionibacterium acnes as well as mrsa and mssa as well as a 3rd type staphylococcus. Patient had fever episodes 2 days later after discharge on (B)(6) 2009. Despite extensive treatment the patient did show clinical deterioration with pronouns drainage of the right hip incision clearly with pus contents, fever episodes and increase inflammatory markers. The patient was then revised for polybacterial periprosthetic right hip infection. Operative notes reported that there were 2 draining opening in the mid and distal part of the incision. There was gross infection in all the tissue plains, including subcutaneous, fascia lata and abductor muscle and the actual joint space. The femoral neck and the acetabulum showed impingement traces in extension with significant metal substances loss well explaining the previously noted metallosis. An attempt was made to disconnect the sleeve from the main stem component using j j wedge osteotome, despite enormous effort, this was not accomplished. Then necrotic tissue around the acetabulum was removed. Surgical findings also reported gross periprosthetic right hip infection with pus content in all layers. Pseudotumor tissue mainly posteriorly along the component well-fixed both on the femoral and acetabular side. Impingement signs at the femoral neck posterolateral and corresponding along the acetabulum posteriorly, consistent with component impingement in extension.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Replaced surgical intervention with device revision or replacement.

Manufacturer narrative:
Product complaint #: pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Non mom medical records received: page 101-118: revision op notes. On (B)(6) 2009 the patient had a right revision to address cellulitis and infection. Cultures on (B)(6) 2009 noted infection was quite deep. The liner and head were revised. Page 118 of the 978 sticker sheet shows the patient had an srom metal on-metal femoral head implanted along with a pinnacle marathon acetabular liner (poly) implanted. (Pc-(B)(4)). Page 369 - 371 clinical notes and lab results medical records note that on (B)(6) 2009 the patient underwent an it band release (due to pain), which revealed anterior avulsion of abductor muscle, as well as metallosis and no growth from cultures taken. On (B)(4) he had I and d which revealed several layers of pus and significant metallosis. Cultures were positive for mrsa. Specimen from (B)(6) 2022 shows focal coagulative necrosis. *right total hip was implanted 2007, the release of it band (B)(6) 2009, washout and hardware removal (B)(6) 2009, and planning to remove all hardware (B)(6) 2009 (pc-(B)(4)) page 425 -427 radiology report radiograph report from (B)(6) 2009 reporting finding of metallic wiring transfixing the comminuted proximal femoral shaft fracture. Page 721 - 722: revision note. On (B)(6) 2009 the patient had a right hip irrigation and debridement with extended trochanteric osteotomy for tha removal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim received with medical records attached. Medical records state: gross periprosthetic right hip infection. Litigation received 6-sep-2012 alleged infection. Update ad 8 june 2018: in addition to what was previously reported, ppf alleges pseudotumor, infection and elevated metal ions after the first revision.